Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
A caregiver reported a high readings issue with the adc freestyle libre sensor, having received a sensor scan result of 234 mg/dl compared to a built-in meter reading of 74 mg/dl. The customer was dizzy and subsequently lost consciousness. The mother of the customer administered juice and honey for treatment. An hcp was called who performed blood glucose readings on their hcp meter, with results of 147 mg/dl and then 276 mg/dl. No further treatment was rendered. There was no report of death or permanent impairment associated with this event.